Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited a "possible error of volume and flow rate parameterized." It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No problems were found with the flow rate of the fluid delivery of the pump.. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.